Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that in the morning, the patient experienced severe nausea and vomiting and was subsequently hospitalized at approximately 5:00 a.m. Due to significantly elevated blood glucose levels. Of note, the patient was using an omnipod 5 pump at the time of the event. The patient reported that her dexcom g7 sensor was displaying inaccurately low glucose readings, despite her actual glucose level being critically high. The patient could not recall the specific cgm value being displayed at the time of hospitalization and stated that the hospital blood glucose measurement (bgm) of 1,200 mg/dl was not obtained within 5 minutes of the dexcom displaying a ¿low¿ alert. The patient clarified that a previously referenced value of 780 mg/dl in an email from insulet was incorrect and that the actual documented blood glucose value was 1,200 mg/dl. The patient reported that there were no underlying illnesses or other contributing factors associated with the event. Hospital evaluation determined that the patient was at risk for diabetic ketoacidosis (dka) but did not develop dka. Treatment included an intravenous (IV) insulin drip and insulin injections. The patient could not recall whether any additional medications were administered. Following treatment and recovery, the patient was discharged from the hospital the next day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.